Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, completely occluded unspecified vessel. Attempts to cross the lesion with non-abbott guide wires failed. An attempt was made to cross with this winn 200t guide wire also failed to cross the lesion. The decision was made to stop the intervention; however, the winn guide wire met resistance inside the non-abbott guiding catheter during retraction and could not be removed. The devices were removed together as one unit. No adverse patient effects or clinically significant delay in the procedure were reported. The patient is doing well. No further attempts to treat the lesion were performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.